Event description:
Customer complaint - limited data available. Customer complained the device burnt their left side.

Event description:
Customer complaint - limited data available states device burnt left side. Model number not affected. Unknown lot number.